Event description:
Pt was revised to address loosening of the femur, poly wear and osteolysis.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product info required to review the device history records was not provided. The investigation could not draw any conclusions about the root cause of the polyethylene wear, as the length of time implanted (14 years) and method of sterilization are both possible contributing factors. Based on the performed investigation, a need for corrective action is not indicated. In addition, product code is a discontinued item. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.